Event description:
On (B)(6) 2025, the user reported a connect adapter not twisting properly into the pump with the cartridge inserted. Testing without the cartridge and with other adapters showed no issues. Replacement adapters were sent, and the user returned three boxes from the affected lot. No blood glucose impact was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.